Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the cuff will not inflate. Alleged issue reported as detected prior to patient use. No report of patient harm or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs of usage. Missing parts, discoloration or design irregularities could not be found. The graduation marks on the shaft were clearly visible. Inspection of the closing cap and the control balloon did not reveal any irregularities. A leakage as well as inflation and deflation tests were performed with the returned device. The balloon was inflated with air and tested for leakages in a water quench. During the leakage test, it could be inflated and deflated easily, without any difficulty and did not show any leakages of the balloon inflation system. A device history record (DHR) review was conducted on lot 15221 and no issues that could have contributed to the reported event were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges that the cuff will not inflate. Alleged issue reported as detected prior to patient use. No report of patient harm or consequence.